Event description:
It was reported that the right ventricular (rv) lead was implanted in a younger patient, and as the patient grew the rv lead gradually shifted position and retracted. As a result, the impedance had been gradually increasing, and the rv lead exhibited abnormal impedance values. Subsequently, when the device was replaced due to battery depletion, the rv lead was explanted, and the patient was implanted with a non-boston scientific system. No additional adverse patient effects were reported. This lead is not expected to return for analysis.